Event description:
It was reported that during inspection at the user facility the power cord was disengaged, with the potential to expose bare wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during inspection at the user facility the power cord was disengaged, with the potential to expose bare wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
This report was initially submitted as an adverse event. Based on the reported information regarding the reported event, and in consistency with (reportable event: malfunction), this should have been submitted as a product problem.

Event description:
It was reported that during inspection at the user facility the power cord was disengaged, with the potential to expose bare wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
According to the instructions for use, the electrical output of the t4/t5 power pack is 6.0 volt and the electrical output for the flyte power pack is 7.2-7.4 volt, which would not be enough voltage to cause a serious injury due to shock. According to the ul 60601-1, this is well under the maximum voltage for a healthy individual to have accessibility to resulting in injury requiring medical intervention to prevent permanent impairment. The battery pack is not in the sterile field and is only handled by the user and therefore will not have contact with a patient.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.